Manufacturer narrative:
The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the caller stated the unit had previously replaced the flow sensor assembly a month ago due to a failing airflow accuracy test. Caller performed the pvt. The unit came back with a pressure sensor alarm and found 110b proximal pressure sensor autozero failed error in the significant event logs. Caller checked the pins between the da pcba, and the pins on the solenoids were seated properly. It was determined the need for flow sensor assembly replacement. The flow module and da board were replaced. The system met the specification and was returned to service with full functionality. The removed gas delivery system (gds) assembly and data acquisition printed circuit board assembly (da pcba) were received for failure investigation (fi). Visual inspection of the gds and da pcba assembly revealed no evidence of damage or contamination. Both parts were installed in the fi test ventilator in an attempt to duplicate the reported problem. The customer complaint cannot be verified. No failures were identified.

Event description:
It was reported to philips that the device had a proximal pressure failure. The device was reported as being in use at the time of the event on a patient. There was no patient or user harm reported.